Event description:
It was reported by service report that there were two groove clevis pins that were missing from the breakaway head section. No patient involvement or adverse consequences are reported.